Event description:
It was reported a patient was seen with high impedance. The patient's mother denied any falls or trauma to the area of the patient's vns. The patient has been referred to a surgeon for potential full revision. No surgical intervention has occurred to date. No other relevant information is available to date.